Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 270 mg/dl. The customer would change the supplies on the pump and deliver a bolus to address the bg. To clear the alarm, the customer at times would turn the pump off and on. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. A tandem clinical diabetes specialist discussed the occlusions with the customer and the customer was to use a different type of infusion set.